Manufacturer narrative:
(B)(4). Batch # r5a73j. Investigation summary: the analysis results that one plee45a device was returned with no visual non-conformances and without a cartridge reload present. In addition a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality with a test reload. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-formed shape. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy the device fired correctly on the first two try's. When the third reload was loaded in to the stapler it would not drop in to the device and seat. The scrub rinsed the device multiple times. A fourth reload was opened and again the reload would not load into the stapler. It appeared that there was some sort of blockage and the device would not retract. The surgeon fired the device again to attempt to clear it. A second device was opened and it seemed to load properly with a previously opened reload, but it would not fire while inside the patient. The procedure was completed with pds suture to seal and stop the bleeding. There were no patient consequences reported.